Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2008. Patient experienced popping, discomfort, pain, and soreness, which in turn negatively affected patients ability to walk, move, sit, or sleep. Blood tests show excessive levels of cobalt and chromium in his blood. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2008 - dor: n/I (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form with implant sticker sheet received which identified date of birth and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update 8/23/2016 - sales rep reported patient was revised due tp pain and elevated cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on his left side on or about (B)(6) 2008. Pt experienced popping, discomfort, pain, and soreness, which in turn negatively affected pt's ability to walk, move, sit, or sleep. Blood tests show excessive levels of cobalt and chromium in his blood. Pt has not yet scheduled an explantation of the asr hip implant.